Manufacturer narrative:
Customer reported that a pyxis medstation es system is displaying a drawer error message, preventing user access to medication. Customer reported that there was no active procedure. Patient was acutely agitated and needed to be in restraint. Customer reported that risperidone (scheduled) and hydroxyzine (used to sedate patient) were the required medications. Delay stated that there was a 30-minute delay. Required medication was retrieved from the pharmacy. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and determined that the drawer's controller board required replacement. None of the drawer's pockets were detected on bus when tested. The field service technician replaced the controller board to resolve. Device confirmed operational.

Event description:
Customer reported that a pyxis medstation es system is displaying a drawer error message, preventing user access to medication. Customer reported that there was no active procedure. Patient was acutely agitated and needed to be in restraint. Customer reported that risperidone (scheduled) and hydroxyzine (used to sedate patient) were the required medications. Delay stated that there was a 30-minute delay. Required medication was retrieved from the pharmacy. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-aug-2020 to 06-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that device drawer was not detected on the communication bus due to a faulty drawer board. A field service engineer replaced the drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device

Event description:
Customer reported that a pyxis medstation es system is displaying a drawer error message, preventing user access to medication. Customer reported that there was no active procedure. Patient was acutely agitated and needed to be in restraint. Customer reported that risperidone (scheduled) and hydroxyzine (used to sedate patient) were the required medications. Delay stated that there was a 30-minute delay. Required medication was retrieved from the pharmacy. Patient or user harm was not reported.